Event description:
A hospital in (B)(6) reported via a distributor that a pin hole was found on the dryline of an rt106 adult inspiratory-heated breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt106 breathing circuit kit was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the packaging of the returned complaint device was unsealed. Visual inspection revealed that a hole was found at the dryline, near the connector. A lot check revealed no other complaints of this type for lot 110405. Conclusion: we were unable to determine the cause of the fault. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The user instructions supplied with the rt106 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).